Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section unique identifier (UDI) # d-4 : from "(B)(4)" to " (B)(4)." The manufacture date was not provided by sap; therefore, the complete UDI number cannot be provided. The device was returned to the factory for evaluation on 06/27/2024. An investigation was conducted on 07/09/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply. An electrical evaluation was conducted. A reference power cord was plugged into the power supply and the device was switched on. The green lights on the power supply did not turn on. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, hp2, cable, and power supply vh-3010 at level 3.0. The device did not pass the pre-cautery test. An engineer evaluation was conducted on 10/16/2024. There was no dc power. It was determined that due to the age of the power supply, no further investigation is possible, the design of the device has since changed, and the device cannot be sent to the supplier. See attached email. Based upon the received condition of the device, as well as the evaluation results, the reported failure "failure to deliver energy" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(6) was not working. The light on the power supply did not come on when the box was switched on. The team thought that it may have been a faulty power cord and replaced it. The power supply still was not turning on. Another power supply was brought into the room and used to finish the case. There was a delay caused by having to get a power cord, then bringing another power supply in from another room. There was no patient harm caused.